Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from april 8, 2020 - april 9, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) underinfused medication to the patient. It was further reported that approximately 08% of the dose remained within the device. The device was filled with dinutuximab beta, albumin, saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.